Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device a cuff inflation/deflation issue occurred. The tube was removed and replaced. An unspecified injury to the patient was reported.